Event description:
It was stated by the physician's office that the patient began having vocal issues since vns implant. It was reported by the neurologist that the patient has vocal cord paralysis with stimulation on her left side. It was reported that the patient would lose their voice entirely at times with stimulation. It was noted that the patient's device was working properly. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported by sales representative that the patient was experiencing tightening of the throat, hoarseness and loss of voice with stimulation. It was noted that the events were occurring periodically, sometimes right after one another and sometimes not for a while. It was observed that the events were related to vns autostimulation. When autostimulation was disabled, the patient no longer experienced the issues. Autostimulation was left disabled. Follow up during office visit reported that the patient was still experiencing some tightness with normal stimulation; however, the patient was doing better overall. The patient settings were adjusted to help reduce the events. The patient tolerated the settings change well. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem - correction - report of painful stimulation related to vocal cord paralysis was reported prior to initial MDR.